Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the heavily calcified middle left anterior descending (lad) artery to pretty much calcified diagonal branch. A 145, 5-in-6 guidezilla¿ guide extension catheter was used in conjunction with a 6f guide catheter to help treat the diagonal branch. When the guidezilla¿ guide extension catheter was already in the middle part of the lad, right before the bifurcation, the physician pushed the guidezilla deeply into the pretty much calcified diagonal branch. The area where the physician would work on. But since the guidezilla¿ guide extension catheter could not further cross the lad since the lesion was so tight, the physician decided to pull out the guidezilla. Upon pulling out, the guidezilla broke into two pieces when pulled through the tuohy of the guide catheter. The physician successfully removed the broken parts from the patient without any additional intervention. However, the procedure was not completed since the guidezilla¿ guide extension catheter could not cross the lesion due to tightness of the lad. No patient complications were reported and the patient's status is fine.